Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgical procedure, ¿bag burst on trying to remove through port (specimens were cancerous)." It is unknown how procedure was completed and patient consequence was not reported.